Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h10i14034 with no issues or exceptions noted during the manufacturing process. There were no deviations from standard procedure. A batch review was conducted for potentially associated lot number h10k28031 and an exception was noted which was unrelated to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis with culture positive for e.coli in a patient coincident with dianeal pd4 ambuflex, dianeal ultrabag pd4 and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unknown date the patient experienced peritonitis. On (B)(6) 2011 the patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. Treatment was not reported. On (B)(6) 2011 the patient was discharged. In 2011, the patient recovered. It was not reported whether the pd therapies were ongoing. An opinion of causality was not provided.